Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was able to duplicate the reported issue. The system pcba was replaced to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The system pcba was returned to stryker product access center (pac) for further evaluation. The pac technician confirmed the main processor is malfunctioning and causing the device to lock up. The root cause is an inoperative u18 processor on the system pcba.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.